Event description:
We received an allegation of questionable ise results for 37 patients' samples tested on a cobas 8000 ise module. Results for the following tests were discrepant: sodium (na), potassium (k), and chloride (cl). Refer to the attached data for the patient results. The questionable results were reported outside the laboratory. The repeat results were considered to be correct. Samples were run on ise 2. The customer explained that ise 2 was normally used for urine ise testing but on that day it was used for serum testing. The calibration and qc were acceptable prior to the event. Na, k, and cl electrodes lot numbers and expiration dates were not provided.

Manufacturer narrative:
The field service engineer (fse) found no individual problem. The fse replaced all syringe seals. He also cleaned the sample probe, the sipper, the dilution vessel and the associated nozzles. Ise checks were performed and they were successful.

Manufacturer narrative:
The customer confirmed they have not had any issues since the service visit. The customer didn't provide further information. The investigation did not identify a product problem. The cause of the event could not be determined.